Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported their implant had to be charged twice a day and the battery used to stay on for longer. The issue began last year. Pt denied making any changes to their stimulation or having the stimulation turned on more frequently. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent emailed physician. No symptoms were reported. Issue was not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery in an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), did not seem to hold a charge. The patient indicated that the issue began at least a year or slightly less than a year ago, requiring them to charge the implant 2-3 times a day instead of once daily. The patient experienced persistent pain on one side and noted that the implant was positioned awkwardly relative to their body structure. During the call, the patient confirmed that the recharger showed no visible damage and that they could eventually charge the implant to 100%, although it was challenging. The healthcare provider had suggested a different implant position, but the current placement was significantly above the belt buckle. The issue remained unresolved, and the patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.